Manufacturer narrative:
The reported event on the autopulse platform (sn (B)(6) displayed "reinstall lifeband and press restart" message was confirmed during the initial functional testing and archive review. The cause for the reported complaint based on the archive data review was due to user advisory (ua) 12 (lifeband not detected). The root cause was due to the switch lever was not parallel to the switch case due to wear and tear. The autopulse platform is a reusable device and was manufactured in 23 march 2012 and is 9 years old, well beyond the expected service life of five years. During visual inspection, the head restraint wire was cut due to mishandling and the encoder drive shaft exhibits binding and resistance due to wear and tear. These observations are not related to the reported complaint. During archive data review, multiple ua 12 was observed confirming the reported complaint. In addition, unrelated to the reported complaint, multiple ua17 was observed during the archive data review. The platform was functionally tested and displayed ua 12 error message upon power up. After adjusting the switch lever parallel to the switch case. After ua 12 error message was addressed, during run-in test the autopulse platform displayed ua 17 (max motor on time exceeded) error message due to a defective drive train motor, as a result of wear and tear of the platform. Ua 17 error message is not related to the reported complaint. After replacing drivetrain motor, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the platform is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed "re-install lifeband and press restart" on the user control panel. The user was unable to clear the error message. No patient involvement.